Manufacturer narrative:
(B)(4). Added additional information the device was returned with the tissue pad partially detached, some tissue pad material was found in the groove of the clamp arm. The blade was visually inspected and it was gouged at the tip, however, it was not broken in any way. The device was tested with a test handpiece and generator and error code 5 was received. Based on the condition of the tissue pad, the clamp of the device may have been closed and the instrument activated without tissue present. A possible cause for this damage is activation of the instrument without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, after 10 minutes of use the staff noticed a burning smell and the tip fell off into the patient. The tip was retrieved however how the tip was retrieved in unknown. Another device was used to complete the procedure. No adverse consequences reported. Clarification being sought as to which portion of device is being referred to as the "tip".